Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that inadvertent deployment of stent and vessel dissection occurred. A 5x120x75 innova¿ stent was advanced to treat the target lesion. However, during procedure, the stent became stuck and expanded inside the introducer sheath. The physician had to open the introducer sheath and remove the stuck stent. Subsequently, a 6x200 long stent was then placed over the long dissection due to misplacing and retrieval. The procedure was completed with a different device. No patient complications were reported.